Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated a bent inner coil between the ring electrode and the lead tip. Subsequent investigations revealed a fracture of the inner coil in this region. This damage can be considered as the root cause of the increased pacing impedance mentioned in the complaint description. Based on the characteristics of the damage it is assumed, that an initial deformation of the inner coil occurred during the implantation procedure. The conductor fracture most likely occurred due to the mechanical stress which the lead was subjected to in the implanted state. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - loss of capture was reported for this rv lead. There were no adverse patient events reported. This lead was explanted and replaced. After explant it was confirmed that the sleeve was fixated tight and had possibly deformed the lead. The implant and explant date were not provided.